Event description:
It was the patient¿s battery was replaced because the battery died; it was unclear if it was normal battery depletion. To the patient longevity had seemed too short from what he had been told initially. The patient had dystonia and had to wait 6-8 weeks if he needed a battery replacement. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v002332, implanted: (B)(6) 2006, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient had an appointment on (B)(6) 2014.